Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be anticoagulation management because the bleeding was resolved by fixing the dosage of heparin.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and two days into the support, the patient had oozing at the access site. One unit of blood products were administered, and heparin was withheld. The patient was noted to be in stable condition following the event; impella mcs continued. The next day it was noted the patient remained sedated/vented in bed; urinary output was increasing with good color. A fixed dose of heparin drip was infusing, and access site oozing had resolved. Subsequently, the device was successfully weaned and explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer - ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).